Event description:
It was reported that at follow-up, high capture threshold was noted. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.